Event description:
It was reported that the customer's insulin pump was miscalculating his food intake. The customer's blood glucose was 148 mg/dl. The customer stated that he went to the bolus wizard on the insulin pump to give himself a bolus for food intake and noticed that there were numbers he did not input in the bolus history. Advised customer that we could look into the bolus wizard set-up on his insulin pump. Customer stated that he would call back when he had time. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.